Event description:
It was reported the pt has been experiencing ineffective stimulation coverage and feels the scs system maybe causing her more pain. She would like to have the system explanted. The pt is working with her physician to determined a resolution to the issue. There is no malfunction associated with the implanted devices.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.